Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that their one touch ultralink meter had displayed error messages ¿ error 2 and error 5 messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error messages first occurred on ¿(B)(6) 2015 at 7:00am¿ the patient manages their diabetes with an insulin pump and on ¿(B)(6) 2015 at 6:50am¿ took her usual dose of medication including sliding scale (humalog 6.7 units). The patient stated that ¿20 mins¿ after the alleged product issue began she developed the symptoms of ¿shaky, nearly fainted¿. The patient reported self ¿ treatment of food and/or drink on ¿(B)(6) 2015 at 7:30am¿ and at this same time obtained a result of 54mg/dl on another unspecified device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, blood glucose results were taken from an approved sample site and the correct testing steps were carried out. There was no misuse of the subject meter, it was not the first time the meter was in use and the test strip completely drew in the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient¿s products have been returned on (B)(6) /2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.